Event description:
It was reported that during a surgical procedure at the user facility, the ties on the toga tore and this tore the material of the toga itself. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The toga is a single use product and will therefore not be returned to the user facility.

Event description:
It was reported that during a surgical procedure at the user facility, the ties on the toga tore and this tore the material of the toga itself. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.